Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05522.

Event description:
It was reported that the surgeon struggled to seat the liner properly into the cup. Attempts have been made and additional information on the reported event is unavailable at this time.